Event description:
The iab leaked. This was the only info at the time of the report. On 3/30/98, the following was reported: the "rapid gas loss" alarm sounded from the pump. The nurse tried to refill the iab but it would not fill. The connections were checked but the problem continued. The dr made the decision to remove the iab from the pt after iabp for approx 140 hrs. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 2/9/98; none-rpt'd 3/30/98. [Pt's current status]: unk-rpt'd 2/9/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leak). There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The iab catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during iabp causing the pump to sense a loss of gas. The pump needed servicing.